Manufacturer narrative:
The product has not been returned. A picture of a damaged product was provided. Based upon the information received, the complaint can be confirmed as the catheter breaking away from the handle. The IFU was reviewed and determined to remain valid. Without the benefit of a full examination and testing, coloplast is precluded from further commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the information received from patient's doctor, patient was self-catheterizing when the catheter broke at the handle. The catheter remained in the urethra. Patient did not experience any associated symptoms such as pain or bleeding. Patient underwent an ultrasound to visualize the catheter which was noted to be wedged in the bladder wall. Patient was scheduled for a cystoscopy; however, the catheter was naturally evacuated 2 days after the incident. No further complications reported with the patient returning to self-catheterizing following.